Event description:
Initial info was received from a consumer on (B)(6) 2011: a (B)(6) female with unk medical history received two treatment sessions of poly-l-lactic acid (sculptra aesthetic) (dose and indication not specified). First session was approximately mid (B)(6) 2011 and the second session occurred approximately mid (B)(6) 2011. The physician was placing the injections around her eyes and hair line areas. During one of the injections around the hair line, she felt an "electric feeling" like the physician hit a nerve. She felt the fluid going into her hair area. Over the next week, she experienced sensitivity to touch in the affected area. When she attempted to wash her hair and touched the injection area, she could feel a sensitivity shooting back to the crown of her scalp. This lasted for one week. She contacted her physician and was advised to come to the office. The physician injected hydrocortisone (cortisone) in the affected area. Initially, hydrocortisone helped to relieve the reaction. Three days after, hydrocortisone stopped helping and the "electric feeling" returned. The consumer also reported that she experienced acne and nodules at the injection sites as well as a severe headache about fours days after hydrocortisone injection. At the time of the report, the events were ongoing. No further relevant info reported.